Manufacturer narrative:
(B)(4). Report source south korea. The product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: https://doi.org/10.4055/cios22197. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00184.

Event description:
It was reported in a journal article that of two patients that experienced post-revision dislocations, one was treated with a closed reduction and no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.